Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. No anomalies nor damages were noted, neither residues were noted on device; additionally the filter bag was inspected using magnification and no residues were noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that moist was noted on the device. The target lesion was located in the internal carotid artery. A filterwire ez¿ was selected for use. During preparation, when air removal of the filter part of the device was performed, the filter seemed to be wet before it was put on the saline. The device was replaced with another of same device to complete the procedure. No patient complications reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that moist was noted on the device. The target lesion was located in the internal carotid artery. A filterwire ez¿ was selected for use. During preparation, when air removal of the filter part of the device was performed, the filter seemed to be wet before it was put on the saline. The device was replaced with another of same device to complete the procedure. No patient complications reported.